Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received with one jaw disengaged from the cam. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, two clips were ejected due to the condition of the jaws; this condition would not allow the jaws to collapse in order to form the clips. In addition, the device was noted to have the tip of the advancer bent. Finally the device locked out as intended. Possible causes for the condition of the jaw disengaged from the cam, may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. A possible cause for the condition of the bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a hernia repair procedure, there were malformed clips, scissored. The device was not used on the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.